Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the events was unknown. On an unreported date, the patient was hospitalized and treated with unspecified antibiotics for two weeks (doses, frequencies, and routes not reported) for the events. It was reported that the patient recovered from the events and was discharged after the completion of antibiotic treatment. Action taken with dianeal therapy was not reported. No additional information is available.